Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device noise on this right ventricular (rv) channel due to electromagnetic interference (emi). Upon review, there were 4 episodes of noisy signals. There was oversensing and pacing inhibition noted. Technical services (ts) stated that the headers were modified to address these issues. This device remains in service. No adverse patient effects were reported.